Manufacturer narrative:
Insulin pump passed the rewind basic occlusion test, prime test and displacement test. Insulin pump received stuck in the motor error loop during bolus and basal delivery. An error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. No unexpected check setting alarms noted. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind. Customer's blood glucose at that time was 124mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. No further information provided.